Event description:
It was reported that oversensing was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.